Event description:
The customer reported via phone call indicating that the insulin pump alarm a33. Customer's blood glucose was 538 mg/dl. The cusstomer was treated for high blood glucose with pen. The customer stated that drive support cap is protruded. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.